Event description:
My son, (B)(6), was sleeping wearing the medtronic 670g insulin pump. He rolled over and thus pump almost killed him. His dexcom cgm saved his life. We heard the low blood sugar alerts from the dexcom. (B)(6) was passed out in his bed from hypoglycemia. My husband was able to arouse him and give him juice. His blood sugar was so low the sensor and monitor could not give a number. My husband kept giving him juice over and over until he was able to talk. (B)(6) said that he heard his pump quickly injecting insulin continuously into him and he felt pain at the pump site so he ripped it off but then he passed out. Thank god for the cgm alarms or we might have found him dead. We had to give him juice and glucose tabs over and over for the next few hours to keep him alive. If I was not a nurse we definitely would have called 911 and been in the hospital. After he was better I inspected the pump and saw that the retainer ring had broken off allowing the pump to just inject the rest of the insulin into my son. I do remember receiving a letter from medtronic that stated if we noticed a problem with the retainer ring that we should request a new pump. We never noticed anything wrong with it until it broke and almost killed him. How could they allow a device to still be used if this could happen? This should have been an immediate recall of all the devices. FDA safety report ID# (B)(4).